Manufacturer narrative:
Additional information: device evaluation: the returned sample was received on 14-aug-2019 and revealed that the lens was intact with foreign fiber-like material observed on the surface of the lens. The lens was cleaned and dried with compressed air. Visual inspection proceeded with magnification and revealed no further damage to the lens. The reported issue cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed another complaint that was not related to this reported complaint within the same production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was explanted from the patient's right eye due to mechanical failure. This was reported by the patient as constant halos around lights during the day and at night. The halos had the appearance of a spider web around all light sources. These symptoms could not be resolved with spectacles. It was noted that there was incision enlargement. The explanted iol was replaced with a aab00 iol, power +23.00. No other information was provided.